Event description:
A caregiver reported the customer (a child of 6 years) received a scan result of 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor and his mother treated him with "sugar". After 2 minutes, a reading of 'hi' (reading greater than 500 mg/dl) was obtained on the built-in reader and customer was injected with 1.5 units of "rapid" insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
After further review, it was determined that the serial number given by the customer and reported in the previous MDR (B)(4) was deemed to be invalid, therefore the investigation previously provided is no longer applicable for this complaint. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader was required. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.section h10 (addtl mfg narrative) as well as the previous serial number reported were updated as it was determined that the serial number given by the customer and reported in the previous MDR (B)(4) was deemed to be invalid.

Event description:
A caregiver reported the customer (a child of 6 years) received a scan result of 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor and his mother treated him with "sugar". After 2 minutes, a reading of 'hi' (reading greater than 500 mg/dl) was obtained on the built-in reader and customer was injected with 1.5 units of "rapid" insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer (a child of 6 years) received a scan result of 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor and his mother treated him with "sugar". After 2 minutes, a reading of 'hi' (reading greater than 500 mg/dl) was obtained on the built-in reader and customer was injected with 1.5 units of "rapid" insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.